Event description:
The electrical power cord pins stayed in the wall when the plug was removed from the outlet. This exposed 110 volts. These are the same power cords made by electric-cord that have the melting/cracking problem.